Manufacturer narrative:
The device was returned to intuvie for evaluation. During testing, the pump failed the 30 psi occlusion pressure test, alarming at 21.3 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed; however, the probable cause remains undetermined. The investigation is still ongoing. Reference to complaint # (B)(4).

Event description:
The device was returned to intuvie for evaluation. During testing, the pump failed the 30 psi occlusion pressure test, alarming at 21.3 psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
The occlusion issue was successfully resolved by recalibrating the 30 psi calibration value from 242 to 246. Following recalibration, the device passed the 30 psi occlusion pressure test with a measured value of 25.530 psi, which is within specification. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. Reference to complaint#: (B)(4).

Event description:
The device was returned to intuvie for evaluation. During testing, the pump failed the 30 psi occlusion pressure test, alarming at 21.3 psi, which is outside the acceptable range of 22 to 38 psi. During additional evaluation, the device also failed the ground resistance test, measuring 0.246 ohms, which exceeds the acceptance criterion of < 0.1 ohms. No patient involvement was reported.

Manufacturer narrative:
This MDR serves as a correction. During additional device evaluation, the device failed the ground resistance test, measuring 0.246 ohms. The passing specification for the ground resistance test is < 0.1 ohms. The failure mode was confirmed during testing. The probable cause was determined to be a component failure. Corrective action will include replacement of the power filter module to resolve the issue. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).